Event description:
Information was received indicating that while in use of a smiths medical cadd tubing, leaking was noted, it was unable to be tightened. It was noted the plastic connection was broken inside the tubing. No patient consequences were reported. No adverse effects were reported.